Event description:
It was reported that the customer was having issues with the syringe pump reading terumo ss-10l syringe (compatible with alaris syringe module). It was noted that the device read the volume as "5.3ml", and "not the 4.77 that was prescribed and in the syringe." Through additional follow up attempts, the customer has stated that the "issue with the terumo syringes was user error that has been fixed on our side going forward. We will not be sending a syringe pump to you." Although requested, further details were not provided. The customer was provided with information on proper syringe loading on alaris pca and syringe modules. The information on patient involvement is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.

Event description:
It was reported that the customer was having issues with the syringe pump reading terumo ss-10l syringe (compatible with alaris syringe module). It was noted that the device read the volume as "5.3ml", and "not the 4.77 that was prescribed and in the syringe." Through additional follow up attempts, the customer has stated that the "issue with the terumo syringes was user error that has been fixed on our side going forward. We will not be sending a syringe pump to you." Although requested, further details were not provided. The customer was provided with information on proper syringe loading on alaris pca and syringe modules. The information on patient involvement is unknown.